Event description:
It was reported that after use in the operation, the foley catheter spontaneous removal of the balloon was observed in the c2 ward.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual evaluation noted received 1 all silicone foley catheter attached to drainage bag. Using solution attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but solution immediately leaked to the drainage funnel indicating lumen to lumen leak. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use in the operation, the foley catheter spontaneous removal of the balloon was observed in the c2 ward.